Event description:
Additional information received indicated that the patient was diagnosed on (B)(6) 2014 with infection. It was noted that patient had no meningitis. The symptom patient experienced were, redness, swelling and pain. The infection was located at the device pocket. It was indicated that a cultured was obtained at the device pocket site and the result was noted as no growth. The patient was treated with both intravenous and oral antibiotics. The patient outcome was reported as recovered. There was no drug withdrawal noted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# va05agy, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va05agy, explanted: (B)(6) 2014, product type: lead. Analysis of neurostimulator model 3058 serial #(B)(4) showed no significant anomalies. Foreign material was noted in the ports. Telemetry results were reported as ¿ok¿. The device passed the final functional test. Good, stable output was reported on the electrode pairs the device had as received (tested with the cut lead in the device). Analysis of lead model 3093-28 lot $ va05agy showed no significant anomalies. The lead was returned in 2 segments. It was reported that all conductors were broken (due to overstress damage) between the proximal segment and distal segment. The #2 and 3 conductors were broken (due to overstress damage) in the distal segment. It was also observed that the conductors were stretched and the conductors coils crushed. There were suspected tool marks on the outer insulation. The outer insulation was noted to be broken. Functional testing the lead segment showed an open circuit on #2 and #3 circuits. Shorts were observed between the #1 and 3 circuits (¿suspected at the conductor stretched site which occurred during explant¿).

Event description:
Additional information received reported that the ins was explanted and noted that the ins did not have normal battery depletion. The reason for removal was confirmed to due to infection. It was noted that there was no patient death. Follow up information received on (B)(6), 2014 reported that the location of the infection was at the ins pocket site and upper buttocks. It was unknown as to how the patient was doing at the time of report.

Event description:
It was reported on (B)(6) 2014 that the patient¿s implantable neurostimulator (ins) was explanted due to infection. The reporter was unsure if the lead was also explanted, but he thought it was. The reporter stated that ¿last week¿ the patient reported feeling the ins heating up. The doctor explanted the device and saw it was infected. Additional information was requested, but was not available as of the date of this report.